Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a suspected right atrial (ra) lead fracture was noted thus the lead was removed with an exclusive sheath and will not be returned. No additional adverse patient effects were reported.